Event description:
It was reported to philips that the system screen showed no image when emitting x-ray. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in philips reference: 6418021. This complaint will be closed as duplicate. The codes were updated based on the investigation outcome.